Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. According to the new information received from field service engineer (fse), the reported internal leakage test failed during pre-use check was solved by replacing the inspiratory pipe. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received logs confirm the reported internal leakage test failure during pre-use check in (B)(6) 2023. This type of failure will be detected during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. No more details were available. There was no patient involvement. Manufacturer's ref.(B)(4)